Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery to replace the dislodged internal magnet on (B)(6) 2026.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific date and tesla strength not reported). The patient's head was wrapped as recommended by cochlear. There are plans to replace the internal magnet; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.